Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing and the atrial lead exhibited an inappropriate mode switch due to the noise oversensing. No intervention was performed and the patient experienced no consequences.

Event description:
New information indicates a recurrence of noise episodes on the right ventricular lead. The patient remains asymptomatic and no intervention has been performed. The physician will continue to monitor the patient.